Manufacturer narrative:
Corrected data: d3 - MFR establishment name. The suspected device was returned for evaluation. The device was visually inspected and there were no damages. A functional test was performed and the reported issue was confirmed. The cause of the reported issue was unknown. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette was found leaking. The leak was noticed at packing, after compounding (after saline and drug was added to the bladder). There were no harm and patient involved in the event.